Manufacturer narrative:
(B)(4). Batch # t5cf15. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please explain more event details? For the first stapler: was there a problem with opening the jaws of the device? It didn't fire on the 5th firing then was difficult to open. It did open but required a lot of pressure to release the lever. The device was then cleaned and checked for lodged staples but it was clear. Was the device locked on tissue with the jaws closed? The first one was as explained above. The second then didn't fire but was easily opened as normal. If yes, how was the device removed? As above if yes, did the jaws eventually open? Jaws eventually opened on both as explained above.

Event description:
It was reported that the first gun partially fired and locked. So a new gun was opened instead of using a new reload. The second gun then did not fire at all. No patient consequence reported.